Manufacturer narrative:
One opened probe was received for evaluation. The returned sample was visually inspected and found to be non-conforming with the probe needle completely broken off at the stiffener. Functional testing, disassembly, and wear analysis were unable to be performed due to the visual condition of the probe (broken needle). A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are eight additional complaints associated with the component lots for the reported issue. The returned sample was received with the probe needle broken, therefore functional testing could not be performed and the reported cut failure could not be verified. The complaint report details indicate that the probe needle was broken by the customer after the reported failure occurred. The reported cutting failure was unable to be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred during a procedure. The condition is aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.